Manufacturer narrative:
Additional information: d10, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no sample was returned to the manufacturer for physical evaluation. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. There were no lots found to have been delivered in this time period. A production records review was performed on the reported lots. The search was then extended to find the last delivered lot with the reported catalog number. The search did not yield any results. As no lots were identified on the clinic's delivery search, a lot history review nor a production record review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak was observed after the completion of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the arterial end of the dialyzer. The machine, a fresenius 2008t machine did not alarm with a blood leak alarm. The treatment was an ultrafiltration only treatment and no dialysate was run through the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. A torn fiber was noted in the dialyzer. The biomedical technician stated that the patient completed the treatment and there was no recorded blood loss. There was no patient injury, adverse events, or medical intervention required as a result of this event. The biomedical technician disinfected the machine and calibrated the blood leak detector. The biomedical technician stated that the machine was operational and the conductivity and temperature is within limits and performed self-test. The biomedical technician stated the functional checks were completed but does not have specific functional check data available the dialyzer was reported to be available to be returned to the manufacturer for evaluation.